Manufacturer narrative:
Sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that the intent of the product is not for eye injections and using the device in this manner is an off label use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine needle 0.3ml 31g x 5/16" (8mm) was used to inject a patient's eyes with an unspecified medication. During this process, "silicon oil bubbles" were noted in the patient's eyes. The initial reporter also stated that they get their pre-filled needles from a compounding pharmacy who has said nothing about their process changing. There was no report of medical or surgical interventions related to this incident but the initial reporter stated, "it is hard to say how permanent things are," and that the only way to remove the "silicone oil" would be via vitrectomy.